Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of swelling, redness and tenderness at the ipg pocket site (right stomach/flank). The physician suspected possible infection. The patient was admitted to the hospital where she was placed on IV antibiotics. The patient remained hospitalized for 3 days. Follow up identified after the hospital stay the patient was given an "all clear" and is reportedly receiving effective therapy. No further interventions are planned and the issue is resolved. Please note: the patient's lead information is unknown.